Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the right ventricular lead helix was unable to be retracted to reposition the lead. It was later noted that in addition to the helix issue, the lead could not be repositioned because it was lodged/stuck in the tricuspid valve. Because the lead could not be removed, it was capped and replaced. It was noted that due to this non-magnetic resonance imaging (MRI)-compatible lead, the patient will be unable to receive a MRI in the future. No patient complications have been reported as a result of this event.